Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer experienced issues while trying to pull medications from the refrigerator. The technical support specialist confirmed that the tower door hardware failed, and error message generated in log files and followed knowledge article 000008521. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Event description:
It was reported by the customer that at bd pyxis¿ medstation¿ es nurses had issue with pulling medications from the fridge. When nurses tried to click the fridge, it was opened but then the option or the fridge icon on the station screen was missing. There were no adverse events or injuries reported based on this incident.